Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl (unknown concentration at 300.3mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the patient spoke to the healthcare provider (hcp) the week prior to (B)(6) 2018 and they told her she had an appointment to come for a refill on (B)(6) 2018 and she did not come on (B)(6) 2018. Now, they could not get her in until (B)(6) 2018. The pump was to have run out on (B)(6) 2018. The patient had been hearing the single toned alarm for 2 days prior to (B)(6) 2018. They received code 8254 (non-critical low reservoir) on their personal therapy manager (ptm). No symptoms were reported. There were no further complications reported at this time.